Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted blood/body fluid in the lead lumen. The laboratory engineer obtained a new guidewire to test the insertion ability. The guidewire was able to be inserted to 640mm from the terminal pin due to blood in the lumen. The lead passed continuity and pressure testing up to 14 psi. Laboratory analysis confirmed the reported guidewire insertion difficulty, most likely due to blood/body fluid in the lead lumen. The reported insulation breach could not be confirmed as no damage was visualized and the lead passed pressure testing. This is an open lumen lead and it is possible that a blood clot had formed in the lead¿s lumen during the procedure which would have resulted in guidewire insertion difficulties.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. The lead was repositioned several times due to high pacing threshold measurements and loss of capture. Upon the final attempt to reposition, the lead the physician was unable to pass the guidewire beyond the third ring electrode. The lead was extracted and examined at which time an insulation breach was noted approximately 5 centimeters distal to the fourth ring electrode. No adverse patient effects were reported.